Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) reported that during preventive maintenance (pm) they found damage to the crm preventing the plastic guard from functioning. The fse replaced the crm and the iabp passed all functional and electrical safety tests. The fse returned the iabp back to the customer and cleared it for clinical use. (B)(6).

Event description:
A getinge field service engineer (fse) reported that while performing a preventive maintenance (pm) he found damage to the plastic guard on the condensate removal module (crm) of the cs300 intra-aortic balloon pump (iabp). No patient was involved, and no adverse event was reported.